Event description:
The customer reported that air bubbles accumulated in the start-up kit (suk) tubing while setting up the thermogard xp ivtm system (B)(6). No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "air bubbles accumulated in the start-up kit (suk) tubing while setting up the thermogard xp ivtm system (B)(6), which was confirmed during the functional diagnostic check. The root cause of the reported complaint was a dislodged roller caused by worn-out rotor head bearings, which contributed to the abnormal saline circulation in the suk circuit and caused the air bubbles. The worn-out rotor head bearings are likely attributed to the device's aging. The thermogard system was manufactured in 2016 and is over six years old. Upon visual inspection, no physical damage was noted. The thermogard system passed the preliminary functional testing without errors, and the event log review indicated no hardware-related error codes. A further in-depth diagnostic check revealed a dislodged roller caused by worn-out rotor head bearings, which contributed to the abnormal saline circulation in the suk circuit and caused the air bubbles. The rotor head was replaced to address the customer's reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for thermogard xp ivtm system with (B)(6).